Event description:
It was reported that the pulse generator exhibited inappropriate auto mode switch episodes due to undersensing ventricular events. Reprogramming the device resolved the issue. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).